Manufacturer narrative:
Not in manufacturing mode. The power management tool confirmed low battery alarms were triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v. The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on printed circuit board, insulin pump was monitored and functioned properly. No unexpected battery power loss noted during testing or failed battery test alarm noted. Unit was received with scratched case, minor scratched lcd window and cracked retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s parent reported via phone call low blood glucose levels, replace battery now alarm and failed battery test on the insulin pump. Customer¿s blood glucose level went as low as 29 mg/dl and as high as 396 mg/dl. Troubleshooting for the alarm was performed. Customer advised they replaced the battery on the device and the issue remained unresolved. Customer received failed battery test and replace battery now alarm without a low battery warning. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.